Event description:
A report was received that the patient's precision system was explanted. The patient's ipg had migrated to an uncomfortable location and was protruding through the skin. The implanting physician had no further information.